Event description:
A customer reported a significant increase in battery charge, which led to an unexpected pump shutdown. No specific information was provided regarding the impact on the customer's blood glucose level when the shutdown occurred. The customer decided to report the issue without troubleshooting and is set to receive a new pump soon. Technical support educated the customer on best practices for battery usage and advised using tandem charging supplies to ensure proper charging. The customer acknowledged this advice and planned to follow it with the new pump, opting not to continue using the current pump.